Manufacturer narrative:
(B)(4). Results: a sample was returned for evaluation. The sample and photo provided confirmed a broken luer adaptor. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5224545. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the adaptor on bd vacutainer® adapter with luer adapter broke on removal from the catheter. No blood leakage, no mucous membrane exposure. No serious injury, no medical intervention.